Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and chest pain; cause was not known. Customer performed a supply change to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 5 days later with no permanent damage. The customer reverted to an alternate method of insulin therapy.